Event description:
The customer reported the ultrasonic gastrovideoscope had air/water leakage from the insertion section. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the ultrasonic probe surface was peeled and had deep scratches. The report is being submitted due to the defects found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and there was air/water leakage from the video cable. Also, evaluation found poor continuity of the scope exterior, the lens adhesive was worn/peeled, switch #1 was worn, the connector mouthpiece was loose, the image was colored due to a worn out charged coupled device (ccd) sensor, and the bending section cover adhesive was worn out. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to user handling. The event can be prevented by handling the device in accordance with the following IFU: "caution ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks." Olympus will continue to monitor field performance for this device.